Manufacturer narrative:
The reported event of the device having run on was not confirmed during functional evaluation by a manufacturer technician. Based on a review of the risk document, the device can run without activation due to magnetic field interference in the environment of the device. A magnetic field can activate the drill's hall sensor if it is too close to the drill, which is a possible cause of the reported event. During evaluation, corrosion was found throughout several internal components of the device. The device was serviced and returned to the user facility.

Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.